Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on unknown dates, both of the patient's inss stopped working and the patient wasn't able to charge one of the inss anymore. No symptoms were reported. It was noted that the inss needed to be replaced in 2-3 months. It was unknown by the caller if the inss had reached normal battery depletion. No further information was provided regarding the patient's devices. It was reported that the patient was in need of a lumbar spine MRI, so MRI compatibility was requested and reviewed. Additional information was received from the patient. Patient clarified that batteries stopped taking a charge in (B)(6) 2018. Patient provided their weight information.